Manufacturer narrative:
Lot#: this information was not provided during initial report. Additional information has been requested. Implant remains in patient. Synthes is unable to determine manufacturing date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
During the first stage of a planned two stage procedure, synex ii was implanted for an l2 corpectomy and tumor resection. The construct was stabilized with l1-l3 pedicle screws during the second procedure. At one week follow up, x-ray revealed that the synex ii endplate did not appear to be locked into position with the synex ii central body. The endplate was noted to be slightly translated from initial position, in relation to the central body. The surgeon believes that the implant will stay in place and will continue to monitor the patient.